Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported receiving two plates that appears to be missing the black laser marked arrows or triangles on one side of the plate. No surgery was involved.

Manufacturer narrative:
The cover plates were returned for evaluation and examined. According to the evaluation, the laser marked arrows were found to be missing. Therefore, the complaint is confirmed. The DHR (device history record) was reviewed. There were no non-conformances or temporary deviations detected. However, the missing laser marking is a manufacturing issue wherein the laser marking steps were not fully completed. The root cause is attributed to manufacturing issues. The full lot is within zimmer biomet's control.